Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. Complainant reported the aic experienced aic - controller failure (red alarm). No patient was involved.

Manufacturer narrative:
The investigation into the controller failure (red alarm) issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: in reviewing the imc logs the console outputted both the "ossiopsens set invalid_bad_pressure_sample_mask" and "process sample foropmin valid signal error: calculator placement signal" errors. Then reviewing the 5s signals from the rt log at the time of these errors, the optical signals jump to xffff for an extended period of time (~5 minutes) which points to the pattern failure of "aic - loss of opm". Device analysis: these failures were attempted to be reproduced but were unsuccessful. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. Repair: perform a full functional check on the console and optical system. This report is being filed as part of a retrospective review of historical records.